Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/29/2016 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked in two places. The display lens was also observed to be cracked. During testing, the pump was powered on and the display screen appeared dim and discolored. Unrelated to these issues, the keypad cover was observed to be lifting; however, all of the keypad buttons responded properly to user presses. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed battery compartment cracks, a cracked display, and a dim and discolored display. This report is made based on results of investigation completed on 06/29/2016.